Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1098334 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000/ lot: 1098334, test base part number 192-430/ lot: 1098334. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1098334 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is sample interference or cross contamination. H3 other text : single use, device discarded.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay for three (3) separate tests and patients performed on 31mar2023. This MFR. Report addresses test one (1) of three (3). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. It is unknown if pcr testing was performed. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay for three (3) separate tests and patients performed on (B)(6) 2023. This MFR. Report addresses test one (1) of three (3). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. It is unknown if pcr testing was performed. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.